Event description:
It was reported that a user of the ilet with a contact detach steel infusion set experienced hyperglycemia of unclear cause and contacted support for guidance on a full supply change, which was completed without incident and without device alerts or alarms. Symptoms included elevated blood glucose. Outcomes included no reported injury, no required medical intervention beyond routine troubleshooting, and no impact on daily activities. Investigation included complaint handling, technical review, and user troubleshooting and education conducted remotely. Investigation of this case revealed no device malfunction, no manufacturing issue identified, and normal device function following supply change. It was concluded that the event was not related to a device malfunction and that the device performed as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.